Event description:
The customer reported that her blood glucose measured 62mg/dl prior to activating the pod at 5:00am. She was fasting because she had surgery scheduled, but her blood glucose rose to 227mg/dl, 237mg/dl and 250mg/dl despite 5 unit correction bolus. At the hospital her bg was in the high 300's mg/dl, so she gave a 6 unit correction by subcutaneous injection with a syringe. Later, after her surgery, her bg was in the 400's mg/dl. She noticed, but doesn't remember when, that the cannula was not in the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any product malfunction. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (total of 4 hours), replace the pod." Qualification records were reviewed and the product lot met all acceptance criteria.